Manufacturer narrative:
The sample was drawn into a lithium heparin tube qc resulted within range during the time of the event. A system check performed on (B)(6) 2011 resulted within specifications. There is no indication that service was dispatched for this event. The customer sent sample from the patient to customer product line support (cpls) for additional testing. Cpls testing with eliminating proteins confirmed the existence of a patient source interferent as the root cause for the patient's elevated ckmb results.

Event description:
A customer contacted beckman coulter inc., (bci) regarding ckmb results above the normal reference range generated by the access 2 immunoassay system on one patient's sample. The specimen was tested by an alternate methodology and ckmb result obtained was in a different clinical range. The customer did not report affect to the patient or user attributed or connected to this event.